Event description:
This lv lead was implanted on (B)(6) 2010 and was explanted on (B)(6) 2016 due to this lead that was pulled back in the coronary sinus. There was no information of any reported infection per representative. The physician was dr.(B)(6) at (B)(6) center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).